Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component code, device code and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: patient's access vessel had present of calcification, and tortuosity. Procedural fluoroscopy image of crimped valve revealed one (1) bent strut outward, proximally 160 degree, at inflow side. Procedural fluoroscopy image of expanded valve revealed one (1) strut remained bent outward at inflow side. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed through returned provided imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. As per 3mensio provided, the patient had a tortuous anatomy. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As per 3mensio provided, there was presence of calcium at access vessel. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported ''there were difficulties to push the valve through the esheath'' and ''after the esheath passage, it was noted that a segment of the valve frame was bent. It was tried to retrieve the delivery system without success.'' The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations inplace to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions. No corrective or preventative action is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported, it was a case of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, there were difficulties to push the valve through the esheath. Insertion angle was 45 degree and vessel diameters within the inclusion criteria. After the esheath insertion, it was noted that a segment of the valve frame was bent. An attempt was made to retrieve the delivery system but without success. Therefore, it was decided to implant the valve with good result. After implanting the valve, the system was removed without complication. The patient was stable post-procedure.